Event description:
The lead was capped on (B)(6) 2011. Fractured high voltage lead. Oversensing. The procedure took place at southwest texas methodist hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).